Event description:
The customer believed the system was exposing without command. Per the fe, "system is imitating exposure but no exposure is being made. Control panel processor required." The system display may indicate that the system is active when, in fact, the system is not producing live x-rays. The left monitor of the system will not update. There will be no radiation emission occurring despite the audible and visual indicators. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.